Event description:
The 840 ventilator stopped cycling while in use on a pt. The nellcor puritan bennett customer support engineer (cse) inspected the device and could duplicate the alleged event. The cse replaced the safety valve. The unit passed extended self testing.